Manufacturer narrative:
Event date: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that stent damage occurred. While opening the package and prior to use, a 4.00 x 48 synergy ii drug eluting stent strut was noticed to be damaged. No patient complications were reported in relation to this event.